Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert for elevated impedances while programmed in the secondary vector. Technical services (ts) analyzed impedance trend data and found that both the system and shock impedance values had been steadily increasing up to 206 ohms, which was high out of range for the shock impedance measurement. It was noted that the defibrillation threshold (dft) test failed during implant testing. There was a recorded inappropriate shock with a shock impedance of 170 ohms. An x-ray was performed. Ts advised that revision may be necessary. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert for elevated impedances while programmed in the secondary vector. Technical services (ts) analyzed impedance trend data and found that both the system and shock impedance values had been steadily increasing up to 206 ohms, which was high out of range for the shock impedance measurement. It was noted that the defibrillation threshold (dft) test failed during implant testing. There was a recorded inappropriate shock with a shock impedance of 170 ohms. An x-ray was performed. Ts advised that revision may be necessary. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system delivered another inappropriate shock. Ts analyzed device episode data and found that this was most likely due to supraventricular tachycardia (svt). Ts recommended increasing the programmed shock zone. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.